Event description:
It is reported that the device was revised in early 2009, due to the stem extension detaching from the stemmed tibial baseplate. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height, and patient activity is unknown. It is unknown if the locking screw was torqued to the correct tightness per the surgical technique. Based on the available information, a definitive cause can not be determined. Device history records indicate all components were manufactured and inspected to specification.